Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that the patient was on impella cp support and during support, a hemothorax of unknown cause was confirmed. The bleeding could not be controlled, and the patient died of hemorrhagic shock before being removed. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.